Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the right ventricular (rv) lead connected to this cardiac resynchronization therapy defibrillator (crt-d) exhibited high pacing lead impedances, greater than 2000 ohms. The most recent measurement in office, was about 1800 ohms. There was no noise seen on the presenting electrogram (egm). Boston scientific technical services (ts) suggested an x-ray and an evaluation to be performed. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Additional information indicated this crt-d was explanted and replaced with another manufacturer's device. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.